Manufacturer narrative:
Evaluation, results: failure to follow instructions (balloon was moved while inflated); caused by operational context (failure to follow IFU). Conclusion: failure to follow instructions (balloon was moved while inflated); operational context caused or contributed to the event (failure to follow IFU). (B)(4).

Event description:
It was reported that during use of a guardwire embolic protection system, the balloon ruptured. It was reported that the device had been pulled while still inflated. The device had been inspected and prepped prior to use with no issues noted. No patient injury reported. Evaluation summary: the guard wire device was received for evaluation. The balloon is cloudy and baggy. The coils distal to the balloon are slightly stretched. The returned guard wire was assembled and when pressure was applied a leak was detected in the middle of the balloon. Under magnification a small pinhole in the balloon was noted.